Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump exhibited low flows and, two days later, exhibited a rise in power consumption to abnormal high power, with a high watt alarm. The patient was hospitalized for a suspected pump thrombosis. The patient remains hospitalized on palliative care. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported event was confirmed via log file analysis, which revealed a decrease in power consumption on (B)(6) 2018, followed by an increase in power consumption on (B)(6) 2018 leading to parameters above normal operating range. Fifteen low flow alarms were logged on (B)(6) 2018 and one high watt alarm was logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.